Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection revealed coil deformation, lead body damage. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular and first-rib entrapment. The reported loss of capture (loc), high impedance measurements, are likely the result of the lead damage observed by the laboratory. The damage could not be confirmed if it was related to twiddler's syndrome.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) with asystole of less than 2 seconds, high pacing lead impedance measurement greater than 2,000 ohms, and non-detection. Subsequently, the lead was found to be fractured. Additionally, lead body damage was also observed. The physician suspected that the patient may be suffering from twiddler's syndrome. A surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.